Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a diagnostic anomaly was observed in the real time measurements graph. Patient has been lost to follow-up. The device remains implanted.